Event description:
Caller alleged discrepant results compared with the lab.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Per internal procedure,the mean of the inratio meter and comparative system inr were calculated. For the first set of data, both values >5.0. The values were not considered inaccurate. For the second set of data, both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time. Inratio precision data provided by end-user lot 060127: first test inr=6.4, second test inr= 3.7. Mean =5.05; sd=1.9; %cv=38%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested. Result of retained strips test (lot 060127) performed. Based on the test results retained strips lot 060127 meet the criteria for strip precision.